Manufacturer narrative:
(B)(4). Medical device: batch # unk. The following information was requested, but unavailable: what were the indications for surgery? Was buttressing material used? What color cartridges were used? Does the surgeon routinely wait 15 sec. Prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Was the site of the bleeding identified? How was the bleeding addressed? Does the surgeon routinely use drains? If not, what was the reason drain was used? Were any staple formation issues noted? What is the current patient status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that abpc patient who underwent gastroplasty presenting after 12 hours an important bleeding through the abdominal drain. It was needed a re-intervention when there was significant bleeding in the clamp line, requiring hemostasis and blood transfusion.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5ah0a. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. In addition five reloads were received. The reloads ( b, c ,d, e and f) were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Reloads b, c ,d and e: ecr45b, r5ar51, fully fired reload f: ecr45w, r59l2j, fully fired.